Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results : product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant.  Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays, device lot identification and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.    No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to infection. A stryker liner and competitor head were exchanged. Rep confirmed that no further information will be released by the hospital or surgeon.